Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device has not been explanted, no further investigation can be performed at this time. However, based on the document review performed, no manufacturing deficits were identified. The echo images at the time of detection were also not available for livanova's review. As such, the root cause of this event cannot be determined.

Event description:
This event was notified to the manufacturer through the sure avr clinical registry: a perceval size 23mm was implanted on (B)(6) 2012 via mini-thoracotomy. Post-dilatation ballooning was done. On (B)(6) 2015, the patient exhibited an intra-prosthetic regurgitation of non structural dysfunction. At a follow-up visit on (B)(6) 2017 tte showed intraprosthetic regurgitation +3. No hospitalization or adverse events were reported. The device remains implanted. The patient did not show regurgitation at the time of implant.

Manufacturer narrative:
This event was notified to the manufacturer through the (B)(6) clinical registry. The manufacturer requested the clinical review of the event which assessed as may be attributed to the device. Device not returned to manufacturer.

Event description:
This event was notified to the manufacturer through the (B)(6) clinical registry: a perceval size 23mm was implanted on (B)(6) 2012 via mini-thoracotomy. Post-dilatation ballooning was done. On (B)(6) 2015, the patient exhibited an intra-prosthetic regurgitation of non structural dysfunction.